Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that they perform displacement test and the result was about to do displacement test but already gave error 43 again on rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.